Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that they experienced low blood glucose, sensor glucose versus blood glucose differences, as well as sensor glucose value not found alert after 4 hours of sensor use. The customer¿s blood glucose level was 40 mg/dl and sensor glucose value was 110 mg/dl at the time of the incident. Troubleshooting was completed but did not resolve the issue. The sensor will not be returned for analysis.